Manufacturer narrative:
Information was received that the manufacturer's international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
G4: 27aug2020. B4: 28aug2020. The quote is pending approval from the customer. Philips was not authorized to conduct the repair at this time. No product was returned for evaluation so no root cause could be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 12oct2020. B4: 13oct2020. Information was received that the manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17aug2020.

Event description:
It was reported that the ventilator had a touch panel issue. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The service technician found a misalignment in the touch position. The customer was provided with a quote for service repair of the device and replacement of the touchscreen.